Manufacturer narrative:
This is a report of a use error where the patient bit the patient line of the device causing it to leak, which resulted in the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 12 of peritoneal dialysis therapy. During troubleshooting, the caregiver stated that the patient bit the patient line causing it to leak. The technical services representative assisted the caregiver with ending the patient's therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.